Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that the patient was not feeling stimulation on the right side of their body. It was noted that the patient was riding his bike and that might have led or contributed to the loss of stimulation. For dia gnostics/troubleshooting, reprogramming of the electrodes was unsuccessful but x-rays were taken and it showed that the leads have migrated since implant. A lead revision was planned by the patient¿s doctor but was not scheduled at the time of the report and the patient was alive with no injury. Follow-up is not required at this time and there is no further information related to this event. Indications for use include: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.